Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope was reprocessed with an olympus endoscope reprocessor whose water filters were replaced once every 2 years instead of once every 2 months. The issue was found during reprocessing and there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for physical evaluation. Based on the results of the investigation, the event was confirmed and occurred because the device was insufficiently reprocessed by the facility staff. Replacement of the water filter had been implemented once in two years by the user¿s decision although the user had acknowledged frequency of replacing the water filter, at least once in two months, which was recommended in the instructions for use. The event can be prevented by following the instructions for use which state: it was confirmed that instructions for oer-6, operation manual, chapter 7 ¿routine maintenance¿, section 7.3 ¿replacing the water filter (maj-2317)¿ describes the recommended frequency of replacement of the water filter. Olympus will continue to monitor field performance for this device.